Event description:
It was reported that the piston on the pump spontaneously retracted without being prompted to do so. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.